Event description:
Failure of the one-way valve while the catheter was in place. The valve was unable to prevent blood from leaking back into the hub of the introducer sheath. The anesthesiologists were unable to use the sideport on the same introducer sheath. The chief critical care tech felt that the one-way valve blocked the sideport.